Event description:
Customer was hospitalized due to hypoglycemia and that the hospital had determined that their meter was not reading correctly (hospital reported 37 mg/dl and meter reported 89 mg/dl). The pt wasdmitted to the hospital in shock. The customer was asked to return the meter for evaluation and a replacement would be provided.